Event description:
It was reported that a perforation was located in the proximal right coronary artery (rca). The 3.0 x 19 mm graftmaster stent was unable to cross to the peforation. A 3.0 x 12 mm graftmaster stent was able to cross and was used to successfully seal the perforation. The final patient outcome was good. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Failure to advance can be affected by numerous factors including, but not limited to, patient anatomical morphology (tortuosity or calcification), product placement technique, product size selection, accessory device support, or interaction with accessory devices or previously deployed devices. During manufacturing, all stent delivery systems are 100% visually inspected for catheter and stent damage. Additionally, a sampling of units is destructively tested to verify product quality, including proper guide wire and guiding catheter movement. In this case, there was no reported catheter or crimped stent damage prior to use. Pre-dilatation technique and lesion characteristics were not reported which may have aided in the evaluation. As a smaller length 3.0 mm graftmaster stent successfully advanced and sealed perforation, it is possible that the size/length selection or advancement technique with longer stent contributed to the reported failure to advance. However, with limited information, a conclusive cause cannot be determined for the reported failure to advance. A review of the device history record for this lot revealed no associated nonconforming material records and all lot release testing results met specification. There is no indication of a product quality deficiency.